Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) non-dehp continu-flo solution sets were not connecting appropriately with a closed system transfer device end piece and an add-on filter. The luer end was not fully locking on to any add on pieces and resulted in the slow leak during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H11: the actual device was not available; however, eighteen (18) companion samples were received for evaluation. Visual inspection was performed to the samples using naked eye, and no defects were observed that could generate the reported condition. All components were correctly placed and according to specifications. Pressure test and clear passage under water were performed, and the results were satisfactory, and no disconnections or leaks were observed. Dimensional test was performed at the male luer two piece luer body and was according to specification. No defects were observed that could generate the reported condition. Leak test was performed at the male luer two piece luer lock body, and the samples are within the specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.